Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on an unspecified date was 500 mg/dl with abdominal pain and symptoms of dehydration. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy after replacement for an unrelated issue, and the pump's settings were not recently changed. During troubleshooting, it was reported that the pump appropriately automatically suspended basal delivery and sounded an alarm when no buttons were pressed in a user-selected number of hours. There was no indication or allegation of a device malfunction. This complaint is being reported because the reported health event was attributed to a use error.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/15/2016 with the following findings: the daily insulin delivery totals were inconsistent. The pump settings verify auto off was set for 10 hours. There were multiple auto off alarms observed in alarm history and black box. There was a manual time change observed in the black box from (B)(6) 2016 12:24pm to (B)(6) 2016 12:25. The pump passed a delivery accuracy test and was found to be delivering within required specifications. The auto off alarm was duplicated during testing; the pump gave the appropriate audible and visual alert. (B)(4).